Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: customer reports a total of 3 insyte autoguard, not retracting after IV insertion. Needle retracts button sticks and result of reflux vowel does not work, needle tends to get stuck retracting.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-aug-2023. H6: investigation summary: bd received four insyte autoguard blood control units from lot 3166524. Two units were received used and two units were received in their sealed packaging. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and no visible damage to the devices or their components. Next, the engineer inspected each unit under a microscope to see if there was any damage not visible to the naked eye but no damage was observed. Finally, the engineer attempted to retract the units. Both of the used units retracted successfully and without resistance. However, the two unused sealed units did have issues during retraction. Both units appeared to have the needle catch on something in the catheter adapter during retraction. These units were dissected to identify the cause of the issue but the engineer could not identify any damage or defects that could cause the observed problem. However, this type of issue can occur due to a misalignment between the components that was fixed during inspection and dissection. Unfortunately, the engineer could not determine the exact root cause but did determine that this was a manufacturing related issue.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter with blood control the needle did not properly retract. There was no report of patient impact. The following information was provided by the initial reporter: customer reports a total of 3 insyte autoguard, not retracting after IV insertion. Needle retracts button sticks and result of reflux vowel does not work, needle tends to get stuck retracting.